Manufacturer narrative:
Device available for evaluation: yes returned to manufacturer on: 10/16/2023. Device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The complaint cartridge was received with viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an adequate amount of ovd/bss was used. No issues with the cartridge that could contribute to or cause the complaint issue could be identified. The lens module was opened and inspected, revealing no marks that would indicate that the plunger rod did not advance correctly. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues with the lens were identified. Conclusion: the complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis simplicity tecnis eyhance preloaded intraocular lens (iol) haptic was bent. There was no patient contact. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.